Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose. The date of hospitalization was not provided. The customer stated their blood glucose was 400 mg/dl at the time of incident. Customer stated they could not lower their blood glucose, leading to their hospitalization. The customer declined to troubleshoot for the insulin pump. The customer also declined to return the insulin pump for analysis.